Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6 & h10. An event of regurgitation, tears, and explant of the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an explant procedure was required for a patient experiencing aortic valve regurgitation. During the explant procedure, upon inspection of the explanted valve, cusp tears were found.